Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error was traced to component failure of the device. Additionally, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the air/water channel of the colonovideoscope contained white residue and exhibited a scope communication error (b30) along with no image. There were no reports of patient involvement.